Manufacturer narrative:
Additional information: this is one of three complaints reported for this finished goods lot. This is the first complaint reported for this issue for this finished goods lot. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be performed. Though the definitive root cause of this customer's complaint cannot be determined as a sample was not returned for investigation, complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause of this customer's complaint is an error during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that aspiration did not function during a cataract procedure. The reporter indicated that the console kept giving occlusion pings and system advisories. The procedure was completed after reinserting and repriming the cassette. There was no patient harm. Additional information and product sample have been requested.